Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that paramedics had to be called in response to a low blood glucose level. Customer stated that she was found unconscious due to a blood glucose level of 28 mg/dl, which was treated with glucose gel. Blood glucose level at the time of the call was 222 mg/dl. The customer stated that she had experienced low blood glucose levels ranging from 23 to 40 mg/dl. The insulin pump was not replaced or returned for analysis.